Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer 's son reported via phone call that the insulin pump broke and cannot complete the rewind sequence. Customer's blood glucose was unknown at the time of incident. Troubleshooting requested that the actual customer call back to further troubleshoot and to order a replacement pump. No further details given.